Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly which resulted the pump to shutdown unexpectedly. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.